Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is complete.

Event description:
The core impaction drill was sent in for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.